Manufacturer narrative:
(B)(4). The manufactured date and exipiration date were inadveretently omitted in the initial medwatch report.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor had an overinfusion during patient use. The patient was infused with fentanyl citrate. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested for evaluation. If additional information or if the sample is returned and an evaluation is performed a follow-up medwatch report will be submitted.